Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. Prior to insertion of a 3.0mm x 12mm quantum maverick balloon catheter, the physician noticed a few kink marks at the tail of the device. Since the kink was mild, the physician inserted the device into the patient with high pressure. Upon withdrawal, the device was fractured about 35cm from the hub. The device was completely removed from the patient with the guide catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 77cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. Prior to insertion of a 3.0mm x 12mm quantum¿ maverick¿ balloon catheter, the physician noticed a few kink marks at the tail of the device. Since the kink was mild, the physician inserted the device into the patient with high pressure. Upon withdrawal, the device was fractured about 35cm from the hub. The device was completely removed from the patient with the guide catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken and hypotube kinked.